Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that the patient experienced angina. In (B)(6) 2011, the patient presented with intermittent jaw pain associated with nausea, sweating, vomiting, shortness of breath and palpitation. Subsequently, patient was diagnosed with myocardial infarction. The patient was referred for cardiac catheterization which revealed the 100% stenosed, totally occluded, de novo and bifurcated target lesion that was 15 mm long with a reference vessel diameter of 2.75mm. The lesion was treated with predilatation and placement of a 16mm x 2.50mm taxus¿ element¿ drug eluting stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient experienced angina and was hospitalized within the same day. One day after hospitalization, the event was considered not recovered or not resolved. However, the patient was discharged.